Event description:
Event: (B)(4) ---arthralgia^ (B)(4) ---joint pain^ (B)(4) ---pain in calf 49 y/o patient receiving synvisc injections since at least 2022 received bilateral knee injections of synvisc one on (B)(6) 2025 at 08:59. Lot#frslb04 exp:12/2027 in both knees. Patient returned to our ed 12-14 hours later with bilateral knee pain and calf swelling. Patient treated with hydrocodone at the ed. Follow-up in ortho clinic (B)(6) 2025 where patient reported low-grade fever. Joints aspirated (no concerning findings). Ortho added 5 day steroid burst. Ref report: mw5171412.